Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description "that a patient developed a thrombus, near the tip of a bioflo PICC, 5 days after insertion" could not be confirmed given the patient centric nature of this serious adverse event (sae). The PICC device was not returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Care and maintenance of the PICC device is a potential contributing factor. No DHR review was conducted since there was no reported lot number and DHR review of ship history report lots could not be performed since item number is unknown. The reporting facility did not indicate the lot/batch of the affected product. As a result, a search for similar complaints of the same lot/batch number could not be performed. Labeling review: the dfu (directions for use) that is supplied with this PICC device contains the following directions for catheter care/maintenance: flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. Flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Precaution: never forcibly flush an obstructed lumen. If either lumen develops a thrombus, first attempt to aspirate the clot with a syringe. If aspiration fails, consult institutional protocol for management of thrombosis. Avoid sharp or acute angles during insertion which may compromise catheter functionality. Catheter maintenance: it is recommended that institutional protocols be followed for all aspects of catheter care, use and maintenance. The following care, use and maintenance information is not intended as a substitute for institutional protocol, but rather, to describe guidelines and recommendations that can be used successfully with the bioflo PICC with endexo and pasv valve technology. General catheter care and use: use aseptic technique during catheter care and use. Use standard and universal precautions during catheter care procedures. Never leave catheter uncapped. Do not use clamps, or instruments with teeth or sharp edges on the catheter, as catheter damage may occur. Potential complications/adverse events: vascular thrombosis. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It is unknown if the device is available to be returned to the manufacturer for evaluation. Attempts to obtain this information is in process. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A nurse practitioner reported that a patient developed a thrombus, near the tip of a bioflo PICC, 5 days after insertion. No further details were provided.